Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm. The proximal neck was 20-21mm in diameter and 10 mm in length. The proximal aortic neck angulation was 60 degrees. The vessel tortuosity and calcification at implant was moderate. Aptus endoanchors were also implanted at index procedure. It was reported that on a follow up scan, a proximal I endoleak was identified. The patient is not symptomatic and has no complications. The physician stated that the cause of the endoleak was due to the patient's anatomy; short and angulated aortic neck. The physician performed an intervention where a 25x25x49 endurant cuff was placed at the level of the left renal and a 6mmx50mm stent was placed into the right renal using a snorkel technique. The type ia endoleak was completely resolved. No additional clinical sequelae were reported and the patient is fine.